Manufacturer narrative:
This incident was deemed as an "adverse event". However, we failed to file the importer medwatch, and therefore will submit the importer medwatch now retrospectively. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that, during a transanal minimally invasive surgery on (B)(6) 2024, the video image was lost. The surgeon had to convert the procedure to an open procedure. They were able to complete the open procedure without any patient injury. However, the reported image loss issue caused about a 6 minute delay.